Event description:
It was reported, the light source had a b30 scope communication error with the hd connector not working. The issue occurred, during a diagnostic endoscopy. The procedure was completed using a similar device. There was no delay. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was unable to reproduce the reported b30 error malfunction. However, olympus did find an additional potential adverse event, the lamp did not turn on causing no endoscope images to be displayed. A definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.